Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient developed a skin reaction underneath the sensor adhesive patch. The patient had an appointment with his healthcare personnel (hcp) on (B)(6) 2020. The patient was prescribed a spray to use on his skin to prevent the adhesive from touching the skin directly. At the time of contact, the patient was doing good. No additional patient or event information is available.